Event description:
The consumer called into customer care because, "... He was concerned about widely varying bg results today..." It was reported to nova biomedical that a consumer received a result of 63 mg/dl on his blood glucose meter. He immediately performed three additional tests using the same meter and strips from the same vial getting the following results of 160 mg/dl, 75 mg/dl and 166 mg/dl.

Manufacturer narrative:
During the call to customer support, the consumer control tested their test strips when they were opened and the test strips control solution fell into range. An additional control solution test was performed while troubleshooting showing the test strips to fall in range again. The difference in the consumer's readings was determined to be clinically significant. The meter and test strips in question will be returned for evaluation. Test strip lot # 1020214204, expiration date: 07/2016, control solution lot # 1030112321, range: 82-127 mg/dl. Nova max test strip insert - quality control. Checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.